Manufacturer narrative:
No device evaluation was performed since the graft remained implanted in patient. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records; no product was rejected for collagen coating defects. A product coated the same day than the complaint device under water permeabilty testing. Tests result indicated a value well within product specifications. No conclusion can be drawn. However, a review of the inter vascular post marketing data and the testing performed on a similar product would tend to indicate that the device performed as intended.

Event description:
Patient underwent an axillobifemoral vascular bypass in 2006. During the procedure, bleeding was evidenced at the distal non-reinforced portion of the right femoral branch of the graft. Bleeding stopped after a few minutes and procedure was successfully completed.